Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act celite cartridges that yielded suppressed results (star outs) on a patient receiving heparin during an ablation procedure. . There was no patient information available at the time of the initial call. Test time: comment actc result: 10:33, baseline: 213 seconds. 10:38, bolus heparin 8000 iu, 10:51, 291 seconds 11:12, star outs (followed by 6 more consecutively). Protamine sulfate administered. 13:26, 188 seconds. The site reports that the ablation procedure continued to completion. Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 08/23/2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).